Manufacturer narrative:
(B)(4). This issue was firmware problem. The pld code was replaced according to (B)(4). No problem reported since updating firmware version. (B)(4).

Event description:
The customer reported intermittently getting artifacts before and sometimes after they send to pacs. It is possible that the image was retaken, resulting in additional radiation exposure.